Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient started treatment with vancomycin injection 2 grams once in five days which completed on an unreported date (route and specific dates of duration not reported) and fortum injection 2 grams once daily for fourteen days (route not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. Two days after onset, the peritoneal effluent fluid was completely clear. The patient was recovered from the peritonitis event. No additional information is available.